Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ba815su-carbon steel sicherheitsskalpell #15. According to the complaint description, it was reported that the primary packaging of the device was torn. There was no described patient harm. Additional information was not provided, nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2020-00927((B)(4) ba823su); 9610612-2020-00929((B)(4)ba823su).

Manufacturer narrative:
Additional information - b5, d9. Visual investigation: the samples are showing a rested part of the pe foil on the sealing area and the other part torn and loosened from the sealing area. As there is no hint for a material issue on the foil itself the rested area of the foil has been tested on its peel force. The peel force measured in the test was between 13,7 and 18,6 n/15mm, this does not show any deviation from the expectable results, based on the results from our last validation in 2020 (14 - 19 n/15mm). Therefore we assume that there is no manufacturing issue. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
When opening, the packaging of the sterile scalpel (primary packaging) tore resulting in the desterilization of the material before it can be given to the surgeon. This incident took place during a life-saving emergency intervention (patient entered directly into the operating room due to the seriousness of his state of health). There was no desterilization of the operating field this incident, if the operating field had been soiled, could have caused a delay in treatment wit serious consequences for the patient. Another scalpel of the same reference was used.